Event description:
An altitude alarm was reported with the pump, and the customer's blood glucose level at the time was 7.9 mmol, indicating no adverse impact. Despite following instructions to clean the speaker holes and attempt to resume insulin delivery by reconnecting the cartridge and loading a new one, the alarm recurred. The customer reverted to an alternate method of insulin therapy.